Event description:
Essure implanted in (B)(6) 2014. Two reps were in room during procedure and I remember them making comments about how "beautiful" the procedure went concerning placement. Even though I was a little loopy, I remember asking them "don't all doctors put it there" they said "not like that." I am grateful my doctor was skilled and careful and I have not had problems from placement like many do. But clearly the company knows many doctors are not able to place this device where it is meant to go. My issues, I believe, are from the device itself. Several months after procedure, I began getting severe migraines, abdominal pains, and fatigue often. By (B)(6) 2015, I was suffering from a stomach ulcer, fevers, and chest pains. ER visits and doctor office visits and no explanation was given. Diet was modified and acid reducer prescribed, but I still have pains. Some nights I can't sleep because of this stomach pain that endoscopy revealed as ulcer. But ulcer does not explain the fevers, and I have never had acid reflux or indigestion issues, don't smoke or drink, and was negative for h pylori. I believe essure could be the reason for: stomach ulcers, fevers, migraines, chest pains, and fatigue. These were non present before the procedure. I would suffer occasional headaches around menstrual cycle, but now they are sporadic, more common, and much more severe.